Event description:
It was reported that during a procedure, the left extension was found to have high impedances. The extension was explanted and replaced during surgery to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.